Event description:
The customer observed a falsely elevated architect free t4 results for one patient. The result was lower when the samples were repeated. The following data was provided: initial result sid (B)(6) processed 04apr2024 = >5 ng/dl repeat results = 1.42 and 1.03 ng/ml reference range = 0.70 -1.48 ng/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting on the architect i1000sr, serial number (B)(6). And determined the valve, bypass, 2 way (rohs) and valve, manifold kit (rohs) were clogged/obstructed. Both the valve, bypass, 2 way (rohs)_part number 7-200607-01 and valve, manifold kit (rohs)_part number 7-77612-04 were deemed the likely cause and both parts were replaced to resolve the issue the instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the architect i1000sr and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr, serial number (B)(6). , valve, bypass, 2 way (rohs)_part number 7-200607-01 or the valve, manifold kit (rohs)_part number 7-77612-04. The initial report was submitted under manufacturer report number 3005094123-2024-00181-01(a.i.d.d longford, longford as manufacturing site) with suspect medical device of architect free t4, list 07k65-29. After further evaluation, the suspect medical device was changed on 17apr2024 to architect i1000 processing module, list 1l86 (irving, tx as manufacturing site), which is under this report.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The initial report was submitted under manufacturer report number 3005094123-2024-00181-01(a.i.d.d longford, longford as manufacturing site) with suspect medical device of architect free t4, list 07k65-29. After further evaluation, the suspect medical device was changed on (B)(6) 2024 to architect i1000 processing module, list 1l86 (irving, tx as manufacturing site), which is under this report.

Event description:
The customer observed a falsely elevated architect free t4 results for one patient. The result was lower when the samples were repeated. The following data was provided: initial result sid (B)(6) processed (B)(6) 2024 = >5 ng/dl repeat results = 1.42 and 1.03 ng/ml. Reference range = 0.70 -1.48 ng/dl no impact to patient management was reported.